Manufacturer narrative:
Analysis on the suspect uninterruptible power supply (ups) was completed by medtronic personnel. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative found that the viewing station of the imaging system would power down within 30 seconds of being unplugged. To resolve the reported issue, the uninterruptible power supply (ups) was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site radiologic technologist (rt) reported that, when unplugging the viewing station of the imaging system from a wall outlet, the viewing station of the imaging system powered down without prompt from the user. The rt reported that the system had been charged overnight before the reported issue occurred. No additional information was provided. There was no patient present when this issue was identified.